Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
This patient had bipolar surgery one month ago. She fell over while she was walking after she got the operation. The bipolar cup was dislocated from the acetabulum and the bipolar cup was separated from the head and the stem. The surgeon performed revision surgery.